Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site was unable to archive a patient. The usb source was checked and confirmed from the menu and then was unplugged and tried another time to load the patient but was unsuccessful. A different patient was tested and successful, but the original patient was still unable to be archived. This occurred outside of a surgical procedure. No patient involved.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Additional information: a representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that they were unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received.